Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, cholecystectomy, multigravida, parity 2, asthma, hyperlipidemia, hypertriglyceridemia and gastroesophageal reflux disease. Concurrent conditions included hematological infection, bleeding breakthrough, menometrorrhagia, urinary frequency, stress incontinence and urinary incontinence. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2014, underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, depression, headache, fatigue, weight increased, vaginal haemorrhage and dysfunctional uterine bleeding outcome was unknown. The reporter considered depression, dysfunctional uterine bleeding, fatigue, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Trailing coils: left 4 right 3. Diagnostic results: (B)(6) 2012 : urine tests : an hcg pregnancy test was negative. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysfunctional uterine bleeding", reporter, lot number added from pfs. Concomittant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, cholecystectomy, multigravida, parity 2, asthma, hyperlipidemia, hypertriglyceridemia and gastroesophageal reflux disease. Concurrent conditions included hematological infection, bleeding breakthrough, menometrorrhagia, urinary frequency, stress incontinence and urinary incontinence. Concomitant products included medroxyprogesterone (depo provera). On(B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6)2014, underwent novasure ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, depression, headache, fatigue, weight increased, vaginal haemorrhage and dysfunctional uterine bleeding outcome was unknown. The reporter considered depression, dysfunctional uterine bleeding, fatigue, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Trailing coils: left 4 right 3. Diagnostic results: (B)(6)2012 : urine tests : an hcg pregnancy test was negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, headache, fatigue and weight increased outcome was unknown. The reporter considered depression, fatigue, headache, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.